Manufacturer narrative:
Correct contact address: (B)(4).

Event description:
The customer reported a power fail / restart occurrence. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.